Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Caller did not provide product information for system 2.

Event description:
Customer reportedly received results of 45 mg/dl on aviva system 1 and 181 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips from system 1; replacement was sent.